Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed that the first implant was missing and that the silicone tubing could be moved with little effort. The reported condition could be confirmed. There was slight shifting/ bunching of the tubing noted. No other anomalies were noted on the needle. This needle was loaded on an omnispan gun and deployed successfully. The silicone tube was measured and found to be within specifications. It is possible that the user's technique could have affected the application results. Other than this possibility and given the amount of information provided, we cannot discern a root cause for this failure at the time of this investigation. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that was released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot expiration date is not currently available.

Event description:
During a meniscus repair, after the meniscus stitches were placed the silicone shell dissolved into the joint space. However, the silicone sleeve could be removed under direct vision from the joint space. The procedure was completed with same like product,